Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps had a burnt mark in the plastic. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a thermal damage, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the site¿s instrument logs revealed that the instrument was last used on 21-oct-2022 via system serial# (B)(4). There was 1 use remaining after this last usage. No image or procedure video was provided for review. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had a burnt mark. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. As a result, the electrode was exposed. The instrument passed the electrical continuity and energy delivery tests. The common cause of this failure was attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.